Event description:
As reported from united kingdom by our edwards lifesciences affiliate, a 26mm sapien 3 ultra valve was to be implanted in the pulmonic position by transfemoral approach. During the procedure, there were difficulties advancing the commander delivery system through the landing zone. There was evidence of a tricuspid valve injury caused by the commander delivery system. There was balloon and flex shaft damage. It was attempted to inflate the delivery system balloon, but the balloon was unable to inflate. It was not possible to remove the delivery system through the non-edwards sheath. The commander nosecone was stuck in the tricuspid valve. It was decided to convert to a surgical procedure and the system was removed. The patient died due to a sternotomy complication. The event was thought to be due to tortuous anatomy.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional code added to h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided by the site and the following was observed: balloon spring appears deformed. Flex shaft damaged. Compression marks appear visible on flex shaft. Balloon appears cut surgically at crimping balloon. Blood appears inside balloon. A review of the lot history revealed no other similar returned events for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the delivery system usage. It should be noted that the sapien 3 ultra valve was implanted in the pulmonic position, which is considered off-label in the EU region. Thus, the available training materials were reviewed only for information potentially relevant to the device use. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The difficulty tracking the delivery system through the patient anatomy was confirmed based on evaluation of the provided imagery. Per the provided information, the patient had tortuous anatomy. This anatomical characteristic could create a challenging pathway while tracking the delivery system through the tricuspid valve by presenting difficult angles and/or physically constraining system manipulations. As such, available information suggests that patient factors (tortuosity) may have contributed to the event. The delivery system balloon leak was unable to be confirmed due to lack of returned device or relevant imagery. During manufacturing balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. In the imagery provided, damage was seen on the flex shaft and near the balloon spring. This damage may have constrained the fluid pathway and caused the balloon to be unable to be inflated as reported. In addition, the reported crossing difficulty and resulting maneuvers to correct may have caused balloon damage, such as if the crimped thv impinged on the balloon. However, as the device was not returned, any such damage was unable to be confirmed. As such, due to limited information provided, a definitive root cause for the balloon leak was unable to be determined. The difficulty withdrawing the delivery system through the non-edwards sheath was confirmed based on evaluation of the provided imagery. Per the provided information, the patient had tortuous anatomy. The reported balloon leak may have resulted in an altered balloon profile due to remnants of inflation fluid that were unable to be removed due to the leak or constrained fluid pathway, resulting in an interaction between the balloon and sheath tip. In addition, tortuous patient anatomy could result in non-coaxial angles of withdrawal during system retrieval, potentially causing the reported withdrawal difficulties because of sub-optimal angles created during retrieval of the delivery system through the sheath. Such non-coaxiality can contribute to withdrawal difficulties as the delivery system or crimped valve may catch on the sheath tip. Due to limited information, a definitive root cause is unable to be determined. However, available information suggests that patient factors (tortuosity) and/or procedural factors (withdrawal of altered balloon profile, non-coaxial withdrawal) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.